Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During leak test, the user found that the scope leaked , stopped using it and contacted for repair. No harm was caused to the patient.